Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the insertion needle. The suture/t construct was returned. Examination of the construct showed t1 is missing its distal end. The actuator is in the post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, the device functioned as intended. The distal end of the depth limiter is crimped. The device was not returned in the condition of the reported complaint of t2 being stuck in the middle of the needle. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that the t2 implant stuck in the middle of a needle. The surgeon removed the sutures and t1. A backup device was utilized to complete the procedure. No patient injury or complications were reported.